Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as "hygiene was not maintained". It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gm, every 5th day, route and duration were not reported), meropenem injection (every day, dose, route and duration were not reported) and amikacin injection (250 mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.